Event description:
It was reported that high capture threshold was noted after high voltage therapy delivery. Myocardial perfusion was suspected, but not confirmed. The lead was repositioned successfully. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.